Manufacturer narrative:
Corrected information has been provided in d3 to accurately reflect manufacturer fax.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in a 57-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. The patient had a history of renal insufficiency and was supported with inotropes, vasopressors, and mechanical ventilation for respiratory support. Pre-insertion laboratory values included a left ventricular ejection fraction of 15 percent, activated clotting time of 298 seconds, hemoglobin of 9.8 grams per deciliter, hematocrit of 28.5 percent, and platelet count of 339. Following device placement, a groin site hematoma was noted upon arrival to the intensive care unit. The physician assessed the access site and confirmed appropriate angle positioning; however, bleeding was observed around the blue suture hub along with expansion of the hematoma. Manual pressure was applied for approximately 20 minutes with continued bleeding noted. The activated clotting time at that time was 448 seconds. A fem-stop device was applied to the left femoral access site, after which bleeding slowed to oozing and volume resuscitation was administered. The patient experienced a major access site bleed with hematoma formation and subsequent medical device removal related to the access site complication. The ending activated clotting time was 268 seconds. Based on the available information, access site bleeding and hematoma formation are recognized risks associated with large-bore femoral arterial access and anticoagulation in the setting of cardiogenic shock, critical illness, and mechanical circulatory support. The patient survived.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected information has been provided in h3 to reflect the device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of bleeding was most likely use related due high anticoagulation, no product defect found during evaluation.